Event description:
It was reported that the patient had an overstimulation sensation, his programming was not sticking and this started over a month ago. The patient had not been reprogrammed since june. At times the patient experienced overstimulation in his left foot and toe, which had become very painful and felt like his foot was being 'tased.' There was no pattern as to when this would happen, sometimes it was every 15 minutes, sometimes every six hours. When the patient reset his programs/positions sometimes he stayed in that position for up to 10 minutes, but the program didn't 'stick.' The patient had to make adjustments 10 - 15 times a day. It was noted that the patient had a doctor's appointment in two weeks. Subsequent information received reported that the patient met with his doctor and the manufacturer representative. They were able to reprogram the patient's device and the patient was happy with the reprogramming. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n314369, implanted: (B)(6) 2012, product type screening device. (B)(4).